Event description:
It was reported that the flex video scope images go black when the scope is flexed. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Update to d9, h2, h3, h4 and h6. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope images go black when the scope is flexed. The issue occurred during preparation for use. There were no reports of patient harm.